Event description:
I have MRI with contrast (optimark), after a month, I developed muscle stiffness, muscle weakness, some weird in eyes, joint poppings, muscle pains and it almost making me difficult to walk.